Event description:
Vial-2-bag adapters were attached to 2 vials of cefazolin 1 gm ndc (B)(4). Upon reconstitution a leak between the adapter and vial was discovered. Directions for use were re-reviewed, and the process was attempted again with the same result 2 more times. Customer complaint (B)(4) was submitted to the manufacturer without response. Product is still available to be sent to manufacturer. Cefazolin 1 gm ndc (B)(4).